Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Tbm called advised wheel locks are not holding no matter how the dealer adjusts them.